Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/10/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During evaluation of the sample it was noticed that there was a crease in the anterior view. Leak testing was performed and it revealed a tear within crease, measurement approximately 0.2 cm. No other anomalies were observed. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Concomitant products: 275cc mentor smooth round moderate plus profile (catalog number 3502275; serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate plus profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent a bilateral explantation on (B)(6) 2019 for their impacted product (catalog number 3502275; serial number (B)(4)) and concomitant product (catalog number 3502275; serial number (B)(4)). The patient's impacted product was replaced by a 400cc mentor memorygel breast implant (catalog number 350-4001bc; serial number (B)(4)).